Manufacturer narrative:
Corrected information for supplemental medwatch report 001 . Section b5, describe event or problem, of the initial medwatch report stated: an authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. Additionally, the device was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: an authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. Additionally, the device was displaying a patient circuit disconnect alarm and was delivering an unexpected (low) breath rate. There were no reports of patient involvement associated with the reported event. Section h11, additional manufacturer narrative, of the initial medwatch report stated: h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels and displaying a patient circuit disconnect alarm was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift section h11, additional manufacturer narrative, of the initial medwatch report should have stated: h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels, displaying a patient circuit disconnect alarm, and delivering an unexpected (low) breath rate were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. Additionally, the device was displaying a patient circuit disconnect alarm and was delivering an unexpected (low) breath rate. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels and displaying a patient circuit disconnect alarm was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized third-party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. Additionally, the device was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.